Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) failed pressure (pneumatic module) leak test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and it was being found that the pump fails patient interface module leak test. It was being found that the safety disk membrane differential pressure to fail at 9 mm hg. Then the fse had replaced the assembly, safety disk so , that after the replacement the device had passed all the functional and safety tests according to the factory specifications. The device was given to the customer and cleared for the clinical use. There was no involvement of the patient. The failure analysis and testing dept. Received safety disk, with a reported unit failure of a failed pressure leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the safety disk in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Failed the leak differential pressure test. Confirmed the reported failure but no root cause identified. Retaining the part in the failure analysis and testing department per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.